Manufacturer narrative:
(B)(4). The customer replaced the graphic user interface (gui) printed circuit board (pcb). The service engineer (se) downloaded the current software onto the device. The ventilator passed self testing.

Event description:
Report received that an 840 ventilator had a blank display while in used on a patient. The patient was removed from the ventilator. There was no harm to the patient as a result of the event.